Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Over the course of one year, the battery longevity decreased by 2 years. The lead threshold was slightly elevated, and was subsequently reprogrammed. The battery longevity increased slightly after reprograming was performed. This pacemaker is expected to be replaced in the next five months, and remains in-service at this time. No adverse patient effects were reported. This investigation will be updated when further information is provided.